Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The 2 devices were received for evaluation; the event was confirmed during testing. Evaluation found the devices were fractured in pieces. The devices are not repairable and were not returned to the user facilities. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, in which the devices disassembled. There was patient involvement reported with one event; no patient impact. There was no patient involvement with one event; no patient impact.